Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records reviewed as the product lot numbers were not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a red pod site, sore to the touch, with a larger than a quarter size irritation. Her blood glucose level had reached 500mg/dl. She had discarded her pod. Her health care provider diagnosed her with a staph infection and drained the puss out of the site. She was prescribed antibiotics, the name of which was not provided.